Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis confirmed that it was difficult to insert the test leads into the pulse generators header.

Event description:
It was reported that during the implant procedure, it was difficult to insert the lead into the pulse generators atrial port. The device was no longer used.